Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported poor image resolution was due to the reported challenging patient anatomy. The reported single leaflet device attachment (slda) was an outcome of difficulties with visualization. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as a second mitraclip was implanted just lateral to the first clip, to stabilize it. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Imaging was a challenge due to the patient's hiatal hernia. The posterior leaflet was difficult to visualize. The first mitraclip appeared to have both leaflets well inserted, and was deployed. After clip deployment, it was noted that the posterior leaflet was no longer inside the deployed clip; resulting in a single leaflet device attachment. A second mitraclip was implanted just lateral to the first clip, to stabilize it. Mr was reduced to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.